Event description:
It was reported by service report that the retaining post was loose and the top pin bracket was stripped. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.